Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
The facility reported a fail code 810:04. Info was not provided regarding whether or not the failure occurred during a pt infusion. There have been no reports of any pt incident.